Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's active exhalation module need to be replaced to address the issue. Since the service was canceled by the customer, the device will be returned without repaired.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. The updated statement will be: a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blending module board and active exhalation module need to be replaced to address the issue. Since the service was canceled by the customer, the device will be returned without repaired. On previously submitted report, sections "(device) problem code grid", "evaluation results code grid", "component code grid" were incorrect. It is updated in this follow-up report.